Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799r, serial/lot #: 1707294591400230 h3, h6: analysis was performed for product 9735799r, lot #: 1707294591400230. It was reported that the returned checkpoint successfu lly passed validation, and all wan, dmz, and ethernet ports were tested, and functioned normally without any failures. Previously coded b01, as well as newly coded c19 and d14 are applicable to this analysis. In the previous submitted report, multiple annex a codes were reported. A110201 was omitted. A0902 was added; it is applicable to no video detected. A1102 is applicable to the error messages, "no video detected ," "connection with uninterrupted power source (ups) lost." A13 is applicable to the lost connection with the ups. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a preventive maintenance check, the system displayed "no video detected" when powered down from the software. Additionally, during a self-test, the system displayed "connection with uninterrupted power source (ups) lost," and all connection statuses were unavailable. Troubleshooting was performed. A hard reboot of the system was performed but it did not resolve the issue. It was noted that the ethernet cable between the computer and router did not illuminate any lights, and swapping the ethernet cable with a known working one did not resolve the issue. The ethernet cable was then swapped to the left port, but issue persisted. It was also noted that none of the router ports had illuminated lights. The power cable on the ups and router end was reseated, and issue was still unresolved. The ups showed no fault lights, and all its ports displayed green lights as expected. The probable cause was stated as the router not powering on. There was no patient involved.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The net 9735799r sec app-amer-confd s8 svc was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Analysis of the component determined that the component was malfunctioning causing the reported event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735799r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.